Event description:
It was reported that the patient sustained unspecified personal injury from the implantation of rhbmp-2/acs. No additional information has been provided.

Event description:
It was reported that the patient underwent a posterolateral fusion l4-s1 using rhbmp-2/acs, allograft and a peek cage. Reportedly, immediately post-op, the patient developed significant right leg and back pain. Post-operative scans allegedly indicate 'swelling at the incision site indicative of a reaction to rhbmp-2.' Scans also allegedly 'demonstrated inflamed tissue at l5-s1 that was consistent with chronic radicular neuritis.' The patient required 'extensive medical treatment' including a need for a spinal cord stimulator. Reportedly, the patient developed ectopic bone growth and chronic pain.the patient allegedly never recovered from the surgery, and he continues to have daily severe disabling pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.